Manufacturer narrative:
(B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2023, abbott point of care (apoc) was contacted by a customer who reported that I-stat analyzer sn (B)(6) started to smell and then smoke on 26-sep-2023. Customer also states that area around the batteries and disposable batteries were hot to touch. Customer states they are using disposable alkaline batteries. Customer is aware that apoc recommends using lithium batteries and not alkaline batteries. The analyzer were replaced at no charge and returning for investigation. Apoc has determined that a component failure within the analyzer circuitry, may lead to the batteries becoming uncomfortably hot to touch in the area of the battery compartment when using a green non-fused battery carrier. The product was replaced and returned for investigation. Based on the information available, there were no patient or user related injuries associated with this complaint.

Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on (B)(6) 2024. The customer reported that smoke and a smell were emitted from I-stat 1 analyzer s/n (B)(6), and the area around the battery compartment and the disposable batteries were hot to touch. The customer was using disposable alkaline batteries at the time of the event and the analyzer was not docked in a downloader. The analyzer eventually would not power up. There is insufficient evidence to determine the cause of the complaint as the analyzer has not been returned to flex. A rocketware search spanning three months revealed no similar incidents and no evidence of a trend. No deficiency has been identified.